Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for distal end c-cover burned is cause traced to component failure and for foreign material is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal end c-cover burned, foreign body inside the air/water cylinder (tube), and foreign body inside the air/ water channel. There was no patient involvement.